Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that a transmitter failed error occurred on (B)(6) 2016. No injury or medical intervention was reported. The complaint device was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and the complaint device held no voltage. A review of the share log was performed and no data related to the customer complaint was found. The customer complaint of transmitter failed error was not confirmed. The root cause could not be determined.